Event description:
We were unable to determine if the kink occurred during shipping or was user-related. The device was returned to us for evaluation & will be disposed of per procedure. The customer was sent a replacement product with a letter per her request prior to our receipt of the device for evaluation. She did not want any further letters, just the replacement. No product modifications have been made. Mfg & the supplier quality engineer were notified of the incident in case it should recur.